Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13293. It was reported the pt had experienced pocket heating while charging. The pt stated this has occurred since he was first implanted with his scs system. Follow-up information identified the pt was given a new low energy charger, however, the new charger was unable to communicate with the pt's ipg. The pt's old charger does communicate with the pt's ipg but sometimes flashes a slow green light when charging. A new charging wand has been sent to the pt to try and see if it resolves the issue. Follow-up pending. On (B)(4) 2012 st. Jude medical, neuromodulation division, set field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number included in a field advisory and field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.